Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The threads on the internal driver appear damaged. The threads on both the threaded handle and threader appear damaged.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned instruments confirms the observation of the threads being bent making it impossible to screw the internal rod into the metaglene holder. The lead thread on the internal rod has become damaged. The root cause is attributed to heavy use over an extended period of time. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.